Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display, audio/beep anomaly, unexpected unexpected restart alarm, unexpected restart alarm and ramping numbers noted on the display. Pump received with cracked reservoir tube lip, cracked case near display window corners, moisture damage on electronics assembly and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The screen went blank so he put in a new battery and received an unexpected restart alarm. It was noted that the customer was wearing the insulin pump while jet skiing and had gotten wet. Troubleshooting was performed. The customer could not get the insulin pump to turn on, it kept restarting. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.